Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 11, 2020. The investigation of the returned device was completed by the failure analysis lab on june 18, 2020. Device evaluation summary: during visual evaluation, some anomalies were observed on the device consistent with a crease/fold. Leak testing was performed in accordance with mentor's procedures. A tear was observed within the crease/fold on the anterior view measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor smooth round moderate profile 475cc saline prosthesis experienced left sided deflation post procedure. The patient visited the patient¿s office and received a medical diagnosis for the deflation. As a result, bilateral prosthesis replacement was performed on (B)(6), 2020. The left prosthesis was replaced with a 325cc mentor memorygel breast implant. The right prosthesis was replaced with a 350cc mentor memorygel breast implant.